Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: unknown. PMA/510(k): not required for product code. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved ik device was used on an elderly patient with calcium in the artery. The artery was punctured with the femoral introducer on top of the echo-guided fork. Peri-introducer bleeding occurred, which caused a large bruise in the patient. It was compressed and protamine was given to the patient. The patient had minor harm.